Manufacturer narrative:
Add'l info will be provided once the investigation is completed. A similar product with serial number (B)(4) was also implicated in this event.

Event description:
It was reported that the insulation on the units did not pass the leak test. It was further reported that the units had been in service for less than one month.